Manufacturer narrative:
As reported, the optifix straight device deployed a broken fastener, which was removed from the patient's body. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ not returned.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the optifix straight fixation device was being used to fixate a 3dmax light mesh. It is reported that the first fastener was deployed into a ¿hard¿ area and deployed broken. The broken fastener was removed from the patient¿s body. The second fastener could not be deployed, and another device was used to complete the procedure. There was no reported patient injury.

Event description:
As reported, during a laparoscopic procedure on (B)(6) 2022, the optifix straight fixation device was being used to fixate a 3dmax light mesh. It is reported that the first fastener was deployed into a ¿hard¿ area and deployed broken. The broken fastener was removed from the patient¿s body. The second fastener could not be deployed, and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the optifix straight device deployed a broken fastener, which was removed from the patient's body. As reported, the optifix straight is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject device was returned for evaluation. Based on the sample evaluation the reported event is confirmed. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. No manufacturing anomalies. Broken fasteners and performance issues are a known result of a bent guide wire/ tabs root cause of the bent guide wire and backup tabs on the device were found to be bent from applied forces when in use while attempting to deploy into a hard structure (pubic bone) as reported. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.